Event description:
The customer reported that the unit has blank screen and alarming when they found it and the unit will not power down with on/off button is pressed. The bio-med said that they have to removed the battery and ac power to shut down the vent. Review of the diagnostic report found an error code indicating a 35v failure. A 35 volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The customer reported that the device was in use on a patient; however, there was no reported patient harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the power management board and the cpu board to address the reported problem. Final applicable testing was completed and passed to operating specifications.

Manufacturer narrative:
Conclusion / root cause: the cpu pcba and power management (pm) pcba was tested and no failures were identified. The 111b error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).